Event description:
It was reported that the customer was hospitalized because she had swollen feet and legs, had nausea, and her blood glucose was 800 mg/dl. The customer stated that the insulin pump was checked and found some discrepancies that it did not appear to be user error. Troubleshooting was performed, and the bolus history revealed different bolus in different days. However, the alarm history showed an auto off alarm twenty minutes after she bolused the day of the admission. The customer stated that the auto off alarm was set for eight hours. Ran a fixed prime and high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.